Manufacturer narrative:
Evaluation summary: cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, a haptic was broken. There was patient contact. The customer is unsure if the broken haptic was caused by the cartridge.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided by the initial reporter that there was no patient harm. The surgeon noticed there was a broken haptic after implantation; so he removed the iol and replaced with a new iol without issue. She stated there is no information from the surgeon or documentation that stated it was either the iol or the cartridge that was the cause.